Event description:
Additional information was received on (B)(6) 2019 stating that there were further pump stops post driveline exchange when the patient was placed on a grounded cable. The hospital did not want to proceed with a pump exchange, so the patient was placed on an ungrounded patient cable.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the pump stoppage events captured in the submitted log file. Additionally, analysis of the log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this investigation. A distal-end driveline replacement was performed on (B)(6) 2018 and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was performed and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. The outer silicone jacket was unremarkable. The bionate layer was slightly discolored but showed no other signs of damage. Areas of minor breakdown in the metal braided shield were observed approximately 2¿, 3¿-3.5¿, 10¿, 12¿, 15¿, and 17¿ from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿1 year, 8 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that, on (B)(6) 2018, the patient experienced pump off and driveline disconnect alarms while connected to the power module (pm) with a grounded cable. The account reported the alarms are due to a suspected short to shield so the patient would be kept on batteries. The patient insisted on going back on the grounded cable and multiple pump off alarms. The patient is currently on an ungrounded cable. Log file analysis confirmed the pump stoppage events and speed drops greater the 200 rpms on (B)(6) 2018 while the lvad was connected to the power module. A low flow hazard was also found during log file analysis. The event appeared to be physiological in nature and not device related. The submitted x-ray were unremarkable. Technical service recommended that the patient stay connected to an ungrounded cable or battery power until the investigation was complete. On (B)(6) 2018, technical service preformed an driveline repair. No open wires were found. 2.5 inches of the driveline from the exit site was repaired. The patient's controller was exchanged. The previous controller passed all test. Post repair the patient experience additional pump stoppages events while connected to a grounded cable.